Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert and went to the emergency room. A remote monitoring transmission indicated that the alert had triggered due to oversensing and short v-v intervals on the right ventricular lead. The right atrial lead was also noted to have high thresholds. Five days later, the patient returned to the emergency room after hearing another alert triggered for the same reasons. Both the right ventricular and right atrial leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient later reported that the alert triggered and the patient experienced "lead failure." The patient is scheduled to have both leads explanted.